Event description:
During a lar procedure the following: "staple malformed, open shape. Competing product was used to complete the case. There were no adverse consequences to the patient." One device is returning.